Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a ¿pairing failed¿ alert while attempting to connect a dexcom g7 continuous glucose monitor (cgm) sensor to the ilet system, after which support guided the user to toggle settings and re-enter the pairing code, resulting in progression to ¿pairing with sensor.¿ no adverse clinical symptoms reported. Outcomes included temporary interruption of cgm data availability without medical intervention or hospitalization. User support included user-guided troubleshooting and education focused on device settings and code re-entry to restore pairing. Investigation of this case revealed that incorrect or incomplete cgm configuration and pairing workflow likely contributed to the initial failure, with successful advancement to pairing following corrective steps. It was concluded, based on previously established findings for similar reports, that user setup or intermittent communication failure was the most likely cause.